Manufacturer narrative:
Investigation results the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient was experiencing discomfort with the implantable pulse generator (ipg). It was noted that the patient was no longer getting adequate pain relief and was also experiencing shocking sensation. During a program optimization session, it was discovered that the left spinal cord stimulator (scs) lead had high impedances. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial:(B)(6). Batch: 7070785. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2317500 . Model: sc-2317-50. Serial: (B)(6). Batch: 7070820. UDI:(B)(4).

Event description:
It was reported that patient was experiencing discomfort with the implantable pulse generator (ipg). It was noted that the patient was no longer getting adequate pain relief and was also experiencing shocking sensation. During a program optimization session, it was discovered that the left spinal cord stimulator (scs) lead had high impedances. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned due to facility policy.